Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. The pump and both cylinders were received in an unidentified liquid. According to procedure, the components received in the unidentified liquid were discarded for safety purposes and were not tested. No functional abnormalities were noted with the reservoir. The surfaces of the tubing detachment end showed it to have uniform striations. Based on testing of the reservoir component, no functional abnormalities were noted with the reservoir and the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. This event was previously reported under manufacturer report number 2125050-2021-00062. This report is intended to be a follow-up report to submit device evaluation findings.

Event description:
According to the available information, there was a possible leak. The device was removed/replaced.